Manufacturer narrative:
This product was explanted and was not returned, as the hospital obtained it. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had been switched to safety mode. Technical services was consulted and recommended device replacement. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had been switched to safety mode. Technical services was consulted and recommended device replacement. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.